Manufacturer narrative:
Clarification to d.6a.: between july 2018 and august 2021. Continued h.6. Health effect- clinical code: e0827. Continued h.6. Health effect - impact codes: f1901, f1903, f2301, f2303, f0101. Article citation: el helwe h, ingram z, neeson ce, et al. Comparing outcomes of 45 xen implantation ab interno with closed conjunctiva to ab externo with open conjunctiva approaches.¿ journal of glaucoma, https://doi.org/10.1097/ijg.0000000000002320. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
The article "comparing outcomes of 45 xen implantation ab interno with closed conjunctiva to ab externo with open conjunctiva approaches." J glaucoma. 2023;10.1097. Reported 91 patients, 56 who underwent xen®45 gts ab-externo implantation and 35 who underwent xen®45 gts ab-interno implantation, experiencing the following events: 5 eyes had cystoid macular edema; 33 eyes had inflammation - all resolved however 3 cases were complicated by iritis; 28 eyes had corneal edema - all resolved but 2 cases persisted longer than 3 months; 3 eyes had fibrin - all resolved; 45 eyes had hypotony - all resolved but 3 cases persisted longer than 3 months; 6 eyes had hyphema - all resolved; 14 eyes required needling; 58 eyes required 5-fluorouracil injections for inflammation, bleb formation, or iop elevation; 4 eyes required additional glaucoma drainage implants; 6 eyes required gel stent revision; 1 eye required trabeculectomy; 1 eye required transscleral continuous-wave cyclophotocoagulation; 1 eye required peck; 2 eyes required cataract extractions; 8 eyes required bleb revision for elevated iop; unknown number of eyes required medication for high iop; 3 eyes had bleb leak requiring revision; and 1 eye had exposure requiring stent removal and micropulse cyclophotocoagulation.